Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for needle hub separates due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that when removing shield the hub detached from device with bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: when removing a shield, the hub was detached too.